Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine dose and concentration not reported via an implantable pump. The indications for use were stenosis and non-malignant pain. It was reported that the patient was seeing a code (B)(4) (critical eos) on their ptm (personal therapy manager) when trying to administer a bolus. Per the reporter, the patient was able to successfully get a bolus yesterday. They were hearing a 3 toned descending alarming coming from the pump and a light flashes on the ptm. The patient¿s next refill is scheduled for august. The patient planned to follow up with their healthcare provider today at 1:00 pm as they had an appointment set up. There were no patient symptoms and no further complications reported.

Manufacturer narrative:
Correction: device information refers to the main device. The other relevant component in this event includes: product ID: 8870, lot/serial# unknown, implanted: n/a, explanted: n/a, product type software; ubd: n/a; UDI#: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.